Manufacturer narrative:
Internal report# (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41 -dead battery. (B)(4). Note: manufacturer contacted customer on 2/6/2019 in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Customer states that the meter don't turn on after new battery was installed. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 08/13/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.